Event description:
This complaint is now reportable based on the analysis completed on 05 july 2006. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. No patient injuries or complications were reported. However, the returned product confirmed that there was stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device analaysis can confirm from the condition of the returned device that the device met with a severe restriction. An examination of the returned unit found that the distal end of the stent had its distal struts pushed back proximally. This type of damage is consistent with the device meeting with a severe restriction during insertion. An examination of the remainder of this device could not identify any issues that could contribute to the complaint incident. Some factors that would influence a complaint of this nature include the levels of stenosis and calcification and/or if a stent was involved in this procedure. During the manufacturing process, all stents are visually inspected for uniform crimping, including stent profile and damage just prior to packing before being fitted with the actual balloon protector, which prevents damage to the stent and balloon. No further corrective action is planned at this time, however, we will continue to monitor this type of complaint very closely in order to ensure that there is no compromise with product quality. An examination of the returned unit found that the distal end of the stent had its distal struts pushed back proximally. This type of damage is consistent with the device meeting with a severe restriction during insertion. An examination of the remainder of this device could not identify any issues that could contribute to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.